Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation of device return.

Event description:
It was reported that a left ibo blade broke off into the patient. No further information was provided.

Event description:
It was reported that during a surgical procedure a left ibo blade broke off into the patient. No further information was provided.

Manufacturer narrative:
H6: the reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined.